Manufacturer narrative:
As no physical sample, picture sample, (material), or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd sp nexiva with maxzero leaked at the septum. The following information was provided by the initial reporter: leaking reported from the septum of a nexiva. The educator for this unit (perinatal) states this has happened several times. Educator also states that there has been leaking from the end of the saline lock connector. (B)(6) kindly provide the material number and batch/lot number of the product. -I am not able to provide this, as I was not told when this occurred. Kindly confirm any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? -do not have a sample to send any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The IV had to be discontinued and restarted so patient had to receive an additional poke.